Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call damage on the insulin pump. Customer¿s blood glucose level was 237 mg/dl. Troubleshooting for damage was performed. Customer advised the drive support cap was sticking out and when they press the act button the bottom part of the insulin pump came out. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump was not returned for analysis.